Event description:
It was reported that the patient presented to the hospital complaining of "shortness of breath." It was discovered that the patients right ventricular (rv) lead had dislodged and caused a perforation. A lead revision was completed and a pericardiocentesis was done. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).